Manufacturer narrative:
Additional information: a2, a3, a4, a6, b5, h6. Manufacturer reference: (B)(4).

Event description:
Additional information received reported that there was no harm, injury or adverse outcome suffered by the patient.

Manufacturer narrative:
The device has not been received, however, the non-visual device evaluation has been completed and the results are as follows: DHR results the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results the reported product has not been returned to the complaint handling team to date therefore an analysis of the physical product could not be performed. Root cause description based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. Manufacturer reference #: (B)(4).

Event description:
It was reported by a healthcare professional that a silent nite 3d sleep device had an anchor fracture off. No additional information was provided.

Manufacturer narrative:
Requests for additional information have been made but no response has been received. The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference: (B)(4).